Manufacturer narrative:
The reported unit was returned for evaluation. The unit was tested per (B)(4). Unit was powered on and user's settings displayed a05 alarm (pressure sense line). It was found that the relief valve was disconnected from the proximal pressure. The valve fell when unit back cover was opened. Relief valve was reconnected, unit was tested and the unit functioned without any observations. A review of the device history record was performed. Millennium 20409-1, serial number (B)(4) was manufactured on 02/22/2010. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue.

Event description:
Customer reported a problem with sensitivity control on a ventilator that was recently overhauled. During incoming test a constant a05 alarm (pressure sense line) was displayed. No patient involvement was reported.